Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty of the pacing lead during the implant procedure. The lead was attempted and not used. A new pacing lead was implanted and the operation was completed. No patient complications have been reported as a result of this event.